Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed the battery on the insulin pump and now it won't come back on. Customer had a blank display after changing the battery. Troubleshooting was performed and customer stated that the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display or off no power alerts noted. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.